Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down button due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received button error alarm. Customer¿s blood glucose was 205 mg/dl. Customer stated that the down arrow and escape button did not work. Customer also stated that they were not able to clear the alarm. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.